Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right ventricular (rv) lead during arrhythmia classified false termination. It was also noted the clock on the implantable pulse generator (ipg) was offset.  The rv lead and ipg  remain in use. No patient complications have been reported as a result of this event.